Event description:
Medical records received. It should be noted, these records were received through a pfs. This complaint is not yet legal. Pfs alleges pain, difficulty walking/climbing stairs, and increased ions. After review of the medical records the revision operative note didn¿t mention any metal debris or metallosis. The head and liner are being reported.

Manufacturer narrative:
Additional narrative: medical records received. It should be noted, these records were received through a pfs. This complaint is not yet legal. Pfs alleges pain, difficulty walking/climbing stairs, and increased ions. After review of the medical records the revision operative note didn¿t mention any metal debris or metallosis. The head and liner are being reported. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the femoral head lot code. Per procedure, the device is exempt from device history record review. No other reports have been found against the metal insert lot code. Medical records were obtained and reviewed by a medical professional. From a medical perspective, based on the information available, it is unlikely the complaint is product related. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been identified. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
: The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.